Event description:
My daughter was using the animas ping for type 1 diabetes. Animas is no longer making insulin pumps, medtronic was contracted to back the warranties. My daughter had issues with her animas pump over the course of several months. We tried working with tech support and were sent warranty replacements and jumped through all of the hoops of tech support in the process. She ended up in the ER from acute/severe pyelonephritis, which her dr saw as a result from the stress of extreme high and low blood sugars. She is at (B)(6), we live in (B)(6), I had to fly to her school and stay with her for 3 weeks while she stabilized and got healthy. I witnessed first hand the issues with her pump. Problems - the battery would die sometimes after only a few days and without warning, several times this happened in the middle of the night so my daughter would wake up with very high blood sugars. It wasn't dosing correctly, a couple of times causing extremely precipitous lows, under 40, including one time overnight when emergency services had to be called. It wouldn't hold its prime and would essentially restart, losing all of its settings, without warning or notification, and essentially turning off so there was no basal rate pumping. It wouldn't always dose when bolus was initiated, resulting in my daughter sometimes having to bolus several times to make it work. Sometimes it would bolus later - like 15-45 minutes. This was terrifying. Once my daughter was at 400, dosed 3 times over the course of an hour to no effect, when it spontaneously dosed. The serious high was dangerous, but then how could we be sure how much it was going to actually bolus? We spent the rest of the evening watching and responding to the resulting lows. Warranty replacement: because animals is no longer, medtronic sent out warranty replacement that were refurbished animals models. Every warranty replacement that we received was a refurbished model, and had the same problems listed above. The issues seemed to get worse with each warranty replacement. Medtronic's response: they said I could pay to get a new medtronic pump. Eventually, due to a social medial campaign, medtronic offered us a new medtronic pump at no cost, because of our disappointment with medtronic's support, we chose to switch to omnipod (they had a free promotion ). Seeing how incredible the omnipod has been working and how stable my daughter's blood sugars have been while on it, makes it even more apparent how much the animas ping was failing and how devastating it had been that medtronic was not backing the warranty with new , functioning models. My daughter made it through that semester, but it cost her greatly, having a functioning pump has made such a huge difference for her. Please, make sure the medtronic isn't doing this to other people. I hate thinking about the damage that did to her body. It also caused serious depression, anxiety and she ended up changing majors because it was so hard to keep up with pre-med with such fluctuating health issues.